Event description:
It was reported that a revision surgery of non-specified knee implants was performed. The reason of the revision surgery is unknown.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, clinically relevant supporting documentation was not provided; therefore a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.